Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" error alarm noted. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 140 mg/dl. The customer stated that the pump screen is fuzzy and it looks smeared. The customer doesn't know how the damage occurred. The customer stated there is scratches on the screen. The customer stated that he can't read the screen too well. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.